Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced poor performance with device use and the device was explanted (B)(6) 2014.

Manufacturer narrative:
This report is filed june 13, 2014.